Event description:
The facility reported a pump with failure code 703.00. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all informaton known by the reporter at this time.